Event description:
Implant failed - infection: 2 months after placment, pt presented with blisters from infections - no reported pain or discomfort. Many small infection sites around implants were repaired to later become successful. However this infection was so very severe the implants had to be removed. No swelling, no pain, no discomfort. One person affected.